Manufacturer narrative:
No product returned. Because no device or device logs were returned or expected to be returned, no failure investigation could be performed. The root cause of the customer's experience was not identified. Per customer, patient demographics will not be provided.

Event description:
It was reported that an unspecified infusion was completed with 30ml left over volume. The infusion was programed to deliver a total volume of 250ml. The facility biomed tested the device at 500, 200, 100, 10ml/hour, and received the expected amount of +2%. There was no fault found. The customer stated that no further event information is available.